Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported a right side rupture and bilateral capsular contracture, baker grade IV. Device was explanted.

Event description:
Healthcare professional reported a right side rupture and bilateral capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, red particles in the gel. A microscopic analysis was performed which identify striated broken. Based on the device analysis the final assessment is: - a striated edge broken on anterior side assessed as surgical damage.